Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the surgeon was using an arthrex volar plate to fix a straight forward distal radius fracture. The most distal locking screw in the shaft created a fracture line between that screw and the proximal cortical screw when the screw locked into the plate. The surgeon used the locking tower to drill. The screw went in very easy and as soon as it locked into the plate a crack was heard and fracture line seen.